Manufacturer narrative:
Additional information: the reporter indicated that a 12.6mm, vticm5_12.6, -14.00/1.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2017. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2021, but did not resolve the problem. Cause of the event is reported as unknown. Reportedly, a lens replacement is planned. On (B)(6) 2021 the lens was replaced with a longer length lens. This resolved the problem. Reportedly, all fine. Patient is happy! Correction: b1 - changed from product problem to adverse event b2 - updated to required intervention to prevent permanent impairment/damage. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -14.00/1.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2017. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2021, but did not resolve the problem. Cause of the event is reported as unknown. Reportedly, a lens replacement is planned.